Event description:
It was reported that post right internal and right common carotid artery stenting procedure, after the removal of the accunet filter, the pt experienced hypotension. The pt was put on a dopamine drip which caused nausea. The nausea was resolved with zofran. The dopamine drip was discontinued prior to discharge and the pt was sent home with a prescription for sudafed to manage her hypotension. The pt was discharged the day after the procedure. There is no additional info available.

Manufacturer narrative:
The device was not returned however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.